Manufacturer narrative:
Update, as patient information was provided. A2 - age at time of event, age units (patient): updated from ni to 76 years a3a - sex: updated from ni to male a4 - weight, weight units (patient): updated from ni to 204 lbs b7 - other relevant history: updated from "the account contact declined to provide missing patient information due to hospital policy" to "patient history: hyperlipidemia, hypertension, prior tobacco use, angina pectoris, coronary artery disease, peripheral vascular disease".

Manufacturer narrative:
Corrections: b3: date of event: updated from 6/10/2025 to 6/9/2025. B5: describe event or problem: updated to include study patient ID number. G2: report source: updated from health professional, company representative to study, health professional, company representative.

Event description:
Patient ID: (B)(6).

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the moderately calcified left common femoral artery using a proglide device after a superficial femoral artery (sfa) interventional procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.